Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4, h4 of the initial medwatch. The device was returned to olympus for inspection, the device evaluation found the equipment sounded an alarm and the front panel display would disappear (shutdown with front panel light turned off). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to pressure sensor (cr board) circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was an error when starting up with the high insufflation unit during the therapeutic laparoscope procedure. The issue was found during preparation for use. The procedure was completed with another device. There were no reports of patient harm.